Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h10, h11. Corrected fields: b5, d1, d4(model#, d10, g1(contact person), h6(clinical code, problem code & impact codes).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an automatic filling error. It was also reported that the error occurred while trying to connect the catheter to the cardiosave and start driving. Several attempts to start driving were made, however, the same alarm occurred. Also, since patients blood vessels were tortuous, a kink in the catheter was suspected and the it was replaced with a new one, but similar alarm occurred. Then, when the device was changed with another one, it was able to drive without any problems. There was no harm to patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the issue. The connections between pneumatic interface module (pim), safety disk and tidal disk were re-tightened, then the connecter between pim and the console was cleaned. The functional check was performed again and the issue would not be replicated, either. Therefore preventive maintenance including system functional check, running test and electrical safety test was performed normally. This iabp unit was returned to the facility for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an automatic filling error. It was also reported that the error occurred while trying to connect the catheter to the cardiosave and start driving. Several attempts to start driving were made, however, the same alarm occurred. Also, since patients blood vessels were tortuous, a kink in the catheter was suspected and the it was replaced with a new one, but similar alarm occurred. Then, when the device was changed with another one, it was able to drive without any problems. There was no harm to patient. Related to balloon(iab) complaint (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) when attempting to connect the catheter and start driving an "automatic filling error" occurred. It was suspected that due to tortuous blood vessels there was a kink in the catheter, a new catheter was placed and the unit continued to alarm. The unit was swapped out with and was able to drive without any problems.